Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to olympus medical systems corp. (Omsc) but were returned to olympus medical systems india private limited (omsi) for evaluation. In the evaluation of omsi confirmed that the forceps elevator wire had been broken. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from omsi, omsc surmised that the cause of the reported phenomenon was the metal fatigue due to repeatedly stress being applied, forcible raising of the forceps elevator with inapplicable endo-therapy accessory, or forcible insertion/withdrawal of the endo-therapy accessory while the forceps elevator was raised. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use, the forceps elevator wire of the subject device was broken and did not move. There was no report of patient injury associated with this event.